Event description:
The following was reported to drager; a patient was transported from their hospital room to interventional radiology for a procedure. The oxylog 3000 plus was ventilating the patient during the transport and was to be utilized during the procedure in interventional radiology. In interventional radiology, the patient was placed on their stomach (prone position). The oxylog 3000 plus alarmed after placing the patient in the prone position. It was discovered later that the intubation tube had become extubated and the patient was not being ventilated during the procedure. The patient ultimately expired. No malfunction of the oxylog 3000 plus was alleged.

Manufacturer narrative:
The oxylog 3000 plus alarmed after placing the patient in the prone position. This was the specified behavior for the given conditions. No malfunction of the oxylog 3000 plus was alleged. This was confirmed when the oxylog 3000 plus was checked out by a drager service engineer after the event. No functional problem was identified with the ventilator. The manufacturer comes to the conclusion that no device failure has contributed to the patient outcome.